Event description:
At (B)(6) hospital nicu, while priming IV tubing, tubing snapped/dislodged. Small amount of tpn fluid wasted due to defected tubing. Tubing disconnected from tpn bag and discarded. New tubing connected to tpn bag. Patient was not affected; tube was never connected to patient.